Event description:
During the robotic surgical procedure, the surgeon found a small black cylinder looking object in the patient. It was immediately taken out of the thoracic cavity. It was inspected upon removal, and it appeared to be a black thin plastic object. I scrubbed in and took a look at the object. It appeared to be a piece of the davinci stapler sheath. I inspected both robotic staplers that we had on our sterile field. All of those staplers were intact with no missing parts of the stapler sheath. The piece that was found in the body was held up to the light and you could see that there was writing on the piece that said davinci on it. Since all of the staplers that were on my sterile field were intact. The only explanation that I can think of is that this piece was in one of the 12 mm metal davinci trocar and that this black plastic piece was from a previous case.